Event description:
On (B)(6) 2014, while the patient was receiving chemotherapy, leaking was noted from the double lumen PICC. On inspection of the PICC, the purple clave port was noted to be cracked. A baxter onelink needleless IV connector was attached to the port. The PICC was removed and a new PICC was placed. Dates of use: (B)(6) 2013 - (B)(6) 2014. Diagnosis or reason for use: chemotherapy administration. Event abated after use stopped or dose reduced: yes.